Event description:
It was reported that a system error 2240 (air in line/set) occurred during dwell three on the homechoice. The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical services representative assisted the hp to disconnect from the set up to end therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review of the reported information, during troubleshooting it was discovered the patient had an open clamp on an unused supply line. (B)(4) to reflect the improper procedure. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Upon review of the provided information, it was noted that the patient had an open clamp on an unused supply line. The line was capped; however, a clamp being left open on an unused line is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users to make sure that all clamps on unused fluid lines are closed securely and to close all clamps while preparing to load the disposable set. Finally the guide warns that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.